Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power conversion enclosure of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The conversion enclosure was returned to the manufacturer for evaluation. Testing found that two transistors on the unit were shorted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm) on the system, when the system was shut down and un plugged, the fans would still pulsate high to low--sounding like it was still on. There was no patient present when this issue was identified. No additional information was provided.